Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited far-field atrial oversensing post right ventricular (rv) pacing. Technical services (ts) recommended programming changes to adjust ra sensitivity. This device remains in service. No adverse patient effects were reported.